Manufacturer narrative:
The customer¿s report of leaking from a maxzero was confirmed. Visual inspection of the set noted a hairline crack on the female luer of the maxzero connector. There were no other anomalies observed. Functional testing confirmed leaking from a hairline crack on the female luer of the maxzero connector. The root cause of the customer¿s report was not identified. The cause of the crack is unknown.

Event description:
The reported feedback suggests that there was a leakage. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is mz1000-07. The 510k number provided is for the domestic similar product. The product has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The reported feedback suggests that there was a leakage. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.